Manufacturer narrative:
Root cause: the pull pin is used to apply pressure to the implant to compress it against the bone. The pull pin was bent during insertion. During compression, the pull pin was bent to make it straight again, whereupon it broke. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device eval: returned device was visually inspected and dimensionally measured. The pull pin portion of the device was bent about 20 degrees. There was a crack at the pin body/pull pin junction. The od and ID of the pin body was measured: both were within specifications.

Event description:
After initial insertion of the device, the pull pin portion of the device broke as the surgeon applied compression. The surgeon used the nut driver from the kit to screw down the collar to provide adequate compression. The surgeon noted he used a significant amount of force to insert the device.